Manufacturer narrative:
H.6. Investigation: a sample was received and tested for a leak. The leak was not replicated in either set and the customer's complaint could not be verified at this time. A device history record review for model mz9267 lot number 20065738 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The samples were tested using long term flow tests and using a air pressure leak test used to force/ locate small leaks. No leak was detected and the root cause remains unknown. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20065738 regarding item #mz9267.

Event description:
It was reported that 2 microbore extension set, IV connectors experienced leakage. The following information was provided by the initial reporter: material: mz9267 batch: 20065738 the rn¿s were stringing lines for a new admission and were flushing the med line and it was leaking from the maxzero. They got another line and encountered the same problem. They brought me both lines and the flush and I disconnected the flush and reconnected it securely to the line and the leaking at the maxzero was still occurring.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that 2 microbore extension set, IV connectors experienced leakage. The following information was provided by the initial reporter: material: mz9267. Batch: 20065738. The rn¿s were stringing lines for a new admission and were flushing the med line and it was leaking from the maxzero. They got another line and encountered the same problem. They brought me both lines and the flush and I disconnected the flush and reconnected it securely to the line and the leaking at the maxzero was still occurring.